Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the instrument broke during surgery. The event occurred in (B)(6) 2013. The exact date is unknown, therefore, (B)(6) 2013 was chosen as date of event.